Event description:
Hold for kh 01/02 metal clamp failure.

Manufacturer narrative:
It was reported by the customer contact that, a "metal clamp failure occurred" which caused urine to leak. Due to this, the foley with the broken clamp was removed and a new catheter was inserted". A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.